Event description:
It was reported that after a peripheral percutaneous transluminal angioplasty, arteriotomy closure of a calcified common femoral artery was attempted using a perclose proglide device. Reportedly, after removing the needle plunger, the suture was observed to be broken and separated in the artery. Although an attempt was made to remove the device against resistance, the device could not be removed without surgically opening the vessel. During surgical intervention, the proglide device needles were found to be stuck in the wall of the artery. Due to damage to the artery, an iliofemoral bypass was performed. There was a reportedly two hour delay in the procedure. The patient was discharged to home in good condition. There were no reported adverse patient sequelae. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. The analysis of the returned device confirms normal deployment with displacement of the cuff/needle engagement from foot pocket. There is an indication the needle plunger may not have been fully depressed during the deployment process resulting in the observed engaged needle to cuff assembly remaining in the posterior foot pocket. Because the cuff/needle remained in the foot, the foot parked within the guide with the suture, which prevented normal device removal and the observation that needle was stuck in the vessel. Examination of the posterior foot found there was a blue suture protruding from the pocket distal to foot within the channel, which is consistent with being pulled down as device was being removed. The user manipulation of angular changes, torque, and/or familiarity with the device could result in the observations on the returned device. The returned needle plunger with the link removed was inserted into the body of the device resulting in acceptable needle trajectory with the needles entering their respective foot pockets and the posterior cuff/needle engagement was ejected as designed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The cause of the reported experience was related to the operational context at the time of device use. The reported calcified common femoral artery of the may have been a contributing factor. Per the special patient populations section of proglide device instructions for use; the safety and effectiveness of proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Additionally, the instruction for use device placement section states the optimal procedure to ensure a successful deployment.